Event description:
An omniwave device was utilized to ablate a bilateral if dvt disease with greater than 14 day old symptoms. The patient had an ivc filter. After accessing through the left side iliac femoral vein, the omnisonics kit was used for 10 minutes. After 10 minutes, it was decided to stop the procedure and assess the situation with a venogram. The catheter was examined after is was removed. During the examination, it was discovered that the wavegudie (titanium) wire had come out of the captured tip pocket and was sticking out. It was decided not to use the catheter for additional treatment. There were no untoward effects to the patient reported.

Manufacturer narrative:
Device was returned to omnisonics and evaluated. The device wire was found to be fractured at the tip, however, all portions of the wire remained with the device due to the captured tip design. Sem images of the fracture indicate external damage caused the fracture, but attempts to re-create the conditions were unsuccessful and the exact cause remains unknown and this report is inconclusive.